Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2022, the customer opened the package and removed the inlay optima ureteral stent after confirming that there was no abnormality with the outer package. During the process of delivering the pigtail straightener to the renal end, the stent was broken into three pieces.

Event description:
It was reported that on 07jun2022, the customer opened the package and removed the inlay optima ureteral stent after confirming that there was no abnormality with the outer package. During the process of delivering the pigtail straightener to the renal end, the stent was broken into three pieces.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or contributed to the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.